Manufacturer narrative:
Additional information received indicated the product was received by the company at an international site, and was shipped to a different site for analysis; however the product has not been received at the site to perform analysis. The current device location is unknown and an investigation is ongoing to locate the device.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that low impedances were measured involving electrodes 2 and 3. It was unknown whether the patient had experienced any falls or traumas or what had caused the issue. A revision procedure was performed to troubleshoot the issue and it was found the extension was defective and was the cause of the low impedances though it was noted there were no issues specifically noted with the extension during the revision. The patient's extension was replaced as a result of the finding and the issue was resolved. The patient's implantable neurostimulator (ins) remained implanted and in service at the time of report; the patient was alive with no injury at the time of report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the extension found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.